Event description:
It was reported that at the start of a procedure at the user facility, the core impaction drill started to smoke from the end of the device where the cable connects, accompanied by a smell of burnt electronics. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that at the start of a procedure at the user facility, the core impaction drill started to smoke from the end of the device where the cable connects, accompanied by a smell of burnt electronics. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician was unable to duplicate the reported smoke but noted that the flex assembly on the motor cartridge was damaged.